Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. H3 other text : device not returned to the manufacturer.

Event description:
It was reported that during a primary knee procedure, a ts insert was opened. When removing the poly from the packaging, the locking wire was not attached to the insert. Rep stopped or staff from trying to re-insert the wire. A second device was used to complete the procedure successfully with a delay of approximately 2 minutes.